Manufacturer narrative:
Pump passed self-test and active current measurement. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. Unit successfully downloaded to thus. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). No failed batt test alarms noted during testing. However, confirmed the pump alarmed failed batt test nineteen times between (B)(6) 2024 21:30:27.000 to (B)(6) 2024 23:11:04.000 in the history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked keypad overlay, keypad overlay texture damage, end cap address label missing, keypad overlay peeling, corroded battery tube. No failed batt test alarm noted during test. However, the pump failed the sleep current test and the abnormal power management graph were noted due to moisture damage on pcb1 and pcb2 boards. Cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced huge crack at the battery compartment and failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1782kl. Troubleshooting was performed and the customer reported that battery cap contacts were not damaged. The customer received several battery failed alarms despite changing the battery every time. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1782kl was requested and customer response was the device will be returned.